Manufacturer narrative:
(B)(4). The clip remains in the patient. The clip delivery system was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since the gripper line was difficult to remove, requiring intervention. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation grade 4. The patient presented with a posterior leaflet prolapse and flail. The clip delivery system advanced to the mitral valve and grasped the leaflets with good tissue leaflet insertion. During gripper line removal, about 10-12 inches were removed when resistance was met. That one end of the line had been removed enough so that the other end of the line was in the gripper lever. Standard troubleshooting was performed, however, the gripper line was unable to be removed. The gripper lever was cut using sternal cutters and the other end of the gripper line was pulled, removing the gripper line. The mitraclip remained stable and well seated at the intended area. To reduce mr further, another mitraclip was implanted successfully and without issue and the mr was reduced to mild. There were no adverse patient effects. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and a definitive cause for the reported mechanical jam (inability to remove the gripper line) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.